Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was fractured and the lead was still showing atrial sensing even though the device was programmed single chamber fixed rate. The caller was advised that atrial sensing is still used for discriminators and should consider reprogramming until the lead issue can be addressed. The lead remains in use. No patient complications have been reported as a result of this event.